Event description:
An olympus employee reported the lamp was malfunctioning and did not light. This loaner device had only been used internally, therefore, there was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing found the lamp did light. It gave off a purplish red light which could not be white balanced. The narrow band imaging (nbi) light was normal. This is caused by a faulty light emitting diode (led). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the main lamp did not light up due to a faulty light emitting diode (led). The cause of the faulty led could not be identified. Olympus will continue to monitor field performance for this device.